Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced nausea, felt clammy and experienced a syncopal episode that resulted in the patient falling and hitting their head. The patient reported that they remained passed out for approximately two hours and that they received shock therapy during the syncopal episode. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired about the patient's ability to perform an interrogation through the remote home monitoring system. Ts discussed that the patient was not enrolled in remote home monitoring. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient was scheduled for an in clinic follow up.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in clinic, however, the root cause of syncope was unable to be determined.